Event description:
It was reported that a cadd® cadd-legacy® pca pump is giving a "service due" message even though it is not due for maintenance. The patient did not experience any adverse events. Diagnosis or reason for use is pulmonary arterial hypertension.